Manufacturer narrative:
Information provided to kci from the home health agency indicated that the dressing changes were performed three days out the week. The home health agency indicated that they have a policy for counting and recording foam placed into wound. However, the home health agency also indicated that five days in 2005, the number of pieces placed into the wound was not documented nor was the number of pieces removed documented at any time. V.a.c. Labeling states under "warnings" about foam placement: "always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart." It also states under "warnings" for foam removal: "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events." Literature reference: hallock gg, cipolle md, bradow bp. Enterocutaneous fistula associated with an unrecognized retained vacuum-assisted closure sponge. Plastic and reconstructive surgery. 2008;122(2):84e. (

Event description:
It is reported in a published letter to the editors of a journal in august 2008 that a morbidly obese, diabetic patient had abdominal surgery on her left abdominal wall for acute diverticulitis and developed a necrotizing fasciitis and destruction of most of her abdominal wall. The exposed viscera were allowed to granulate over then skin grafts were placed with assistance in wound management using vacuum-assisted closure at home from 2005. Over an 8-10 month period, the patient persisted with an enterocutaneous fistula draining through the skin grafted region. In 2005, during surgery for resection of the fistulized small bowel segment and abdominal wall closure, it is alleged that a piece of vacuum-assisted closure sponge was found within the phlegmon at the site of the fistula. The foam was described by the physician/author as a piece of kci "white foam" that was 6-8 cm long and 4 cm wide. The authors report that the patient has since gone on to have an uneventful recovery.